Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the returned device analysis, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balance middleweight. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The multi-link 8 referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, moderately tortuous, de novo, mid circumflex artery the balance middleweight guide wire was positioned and a 1.25 x 12 mm and a 2.5 x 12 mm unspecified balloon dilatation catheter (bdc) were used for pre-dilatation without issue. A 2.75 x 15 mm multilink 8 stent delivery system (sds) was advanced but met resistance due to the anatomy and eventually the shaft separated near the hub area; the device was removed from the anatomy without issue. A second 2.75 x 15 mm multilink 8 sds was advanced with resistance and after unsuccessful attempts to negotiate the vessel the shaft separated near the hub. The vessel was treated using balloon angioplasty. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.